Event description:
Subsequently, after the initial report was filed it was reported that the patient had a carotid surgery on (B)(6) 2023, which a 7-10/40 acculink stent and a 9tx40x136 xact stent were implanted with no reported issue. On (B)(6) 2023, the patient presented with a stemi and an occlusion in the left main was observed. A 2.5x8mm xience skypoint was implanted and the procedure was completed. It was noted that the patient had to be intubated post procedure and patient expired on (B)(6) 2023. In the physician¿s opinion, the xience did not cause or contribute to the patient's death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. In the physician¿s opinion, the xience skypoint did not cause or contribute to the patient's death. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.b2 - outcomes attributed to ae updated from "death" to "na". B5 - describe event or problem: revised. D4 - catalog # updated from "unk xience skypoint" to 1804250-08. D4 - lot # updated from "unknown" to 107094a. H6 - health effect - clinical/impact codes (B)(4) were added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI number is not known as the catalogue number was not provided.

Event description:
It was reported that the patient had a carotid surgery on (B)(6) 2023, which a 7-10/40 acculink stent and a 9tx40x136 xact stent were implanted with not reported issue. On (B)(6) 2023, the patient presented with a stemi and a 2.5x8mm xience skypoint was implanted and the procedure was completed. An occlusion in the left main was observed via angiogram. It was noted that the patient had to be intubated post procedure and patient expired on (B)(6) 2023. No additional information was provided.